Event description:
The customer reported that a cine disk error was displayed on the system, thereby causing the cine function to be unavailable. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was reformatted and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.